Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The rep was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a filament regulator error message and that the right monitor went black. No pt injury was reported.